Event description:
The tongs of the falope applicator criss-crossed each other in the abd, resulting in an additional port being added to pry the tongs apart. They took pictures. No product to be returned. The case is being sent to their risk analysis dept.

Manufacturer narrative:
Photographs of the device provided to acmi by the user facility suggested that the firing trigger may have been subjected to excessive force by the user. The crossing of the tongs has been seen to be indicative of this failure mode in previous reports.